Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vented solution set had "microbubbles" in the tubing. This was identified after the sigma pump alarm for an upstream occlusion. The event occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.